Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated the customer used an expired set of onestep complete pads. The log shows the tests begin to fail on the pads expiration date of 3/2/21. The device was functionally stress tested and worked as designed and passed the testing with test pads. This claim has been closed as device meets specification. The device was recertified and returned to the customer. The pads used during the reported event were not returned with the device for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test.complainant indicated that there was no patient involvement in the reported malfunction.